Event description:
The customer reported that their central nurse's station (cns) would not boot up after a recent power surge.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) would not boot up after a recent power surge. No patient harm or injury was reported. They purchased new hdds to resolve the issue of hard drive corruption. Service requested / performed: troubleshooting. Investigation summary: the cns was not connected an uninterruptable power source to mitigate an issue occurring in the event of an emergency. The cause of the issue was determined to be improper device connection and setup at the user facility. Power outages are factors outside nk control. These are not related to malfunctioning or deviation from the performance of nk devices. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) would not boot up after a recent power surge. No harm or injury was reported. They will be purchasing new hdd's in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) would not boot up after a recent power surge.